Event description:
It was reported that during a da vinci cholecystectomy procedure, the surgical staff indicated that patient side manipulators (psm) 1 and 2 were sticking and there were no reported error messages. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. Due to the psm issues, the surgeon made the decision to abort the surgical procedure. At the time the event occurred, the patient was already under anesthesia and incision ports had been placed. On (B)(6) 2014, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse tested the da vinci system and was unable to replicate the reported issues with the psm's. The fse performed system checks and verified that the system was operational to manufacturer specifications. The fse also monitored the da vinci system for the remainder of the week and no recurrences of the reported psm issues were observed.

Manufacturer narrative:
The fse evaluated the da vinci system involved with this complaint and was unable to replicate the reported issues with psm 1 and 2. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci surgical procedure after encountering an issue with psm 1 and 2 sticking.